Event description:
A pt, described as in cardiac arrest was defibrillated an unknown number of times and transported to the hospital by ambulance personnel. In the hospital ER, the pt refibrillated and ER personnel responded with the reported device. According to the rptr, the device was charged but would not transfer energy to the pt. This was based on the account that the device alarmed with an "energy fault" display on the monitor screen and the "joules available" display dropped from "360" to "0" when the paddles discharge buttons were pressed. A backup defibrillator was immediately used but the pt was not resuscitated. The rptr stated the reported malfunction did not cause or contribute to the pt's death because of the lack of the pt's viability and the immediate use of a backup defibrillator.